Event description:
Complainant alleged that while attempting to defibrillate a patient during a procedure in the cath lab, the device failed to charge via the attached paddle controls. After several failed attempts via the paddles, the clinician pressed the charge button on the front panel of the device and the device successfully charged up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.